Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump 's bolus wizard was not calculating boluses correctly. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Customer states that the bolus wizard is not subtracting active insulin for his bolus estimates.. Troubleshooting was not completed as the customer will call back to complete. The insulin pump will not be returned for analysis.